Event description:
The customer reported to olympus, solidifier was put in the evis exera ii colonovideoscope. A nurse suctioned the solidifier through the scope during precleaning. The issue was found at reprocessing after a procedure. The intended diagnostic colonoscopy procedure was completed with the same device with no surgical delay. No patient harm reported. No other device was involved in the event. The device had been inspected prior to use and found to be in good working condition.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) visited the facility and provided a reprocessing in-service according to the olympus instruction for use (IFU) and as contained on the ontrack form. During the in-service, the customer stated during precleaning the facility only suctioned the 500 milliliters of detergent. The customer did not suction air after the detergent, use the air/water channel cleaning adapter (mh-948), or flush the auxiliary water channel. The customer then transported the scope to the reprocessing room. The ess was not able to demonstrate or cover the suction steps during manual cleaning using the suction cleaning adapter (mh-856) due to the customer not having the suction capability in the reprocessing room in the department. The customer stated the facility used scope buddy for the flushing steps during manual cleaning. During the flushing steps, the customer did not allow the scope to soak in the detergent for the detergent soak time. The customer also used a third-party dsd edge automated endoscope reprocessor (aer). A copy of the olympus ontrack form and reprocessing IFU was sent to the customer via email. The device was returned to an olympus service center for evaluation and the reported issue was confirmed. Foreign material gel like substance was found in the instrument channel. The instrument channel had a leak. The plastic distal end cover had deeps dents and scratches. The bending section cover glue was cracked. The glue was worn around the lenses. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: the user did not understand reprocessing method thoroughly. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.